Manufacturer narrative:
According to the reporter, the device user was not properly supervised while using the trike. The product manual warns that a qualified professional must assess the appropriateness and safety of all equipment for each user and that adult supervision is required at all times. In addition, the reporter said that the user was not wearing a protective helmet. The product manual and product labelling warn that users should always wear a protective helmet.

Event description:
It was reported that a female student was using the rifton trike. She rode too fast, turned sharply, and tipped the trike. Since she was not wearing a helmet, she hit her head, resulting in some swelling in her brain.